Event description:
This case was initially received via regulatory authority (reference number: mw5039646) on 15-jan-2015. The most recent information was received on 07-jul- 2021. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('cramps like someone was stabbing her with a knife /abdominal pain') in an adult female patient who had essure (batch no. B53033) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion disability), discomfort ("discomfort,"), pelvic pain ("increasingly severe pain/chronic pelvic pain"), back pain ("chronic back pain,") and migraine ("excessive migraine headaches"). At the time of the report, the abdominal pain, discomfort, pelvic pain, back pain and migraine outcome was unknown. The reporter considered abdominal pain, back pain, discomfort, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received. Reporter information and product indication were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5039646) on 15-jan-2015. The most recent information was received on 16-jul-2021. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('cramps like someone was stabbing her with a knife /abdominal pain') in an adult female patient who had essure (batch no. B53033) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion disability), discomfort ("discomfort,"), pelvic pain ("increasingly severe pain/chronic pelvic pain"), back pain ("chronic back pain,") and migraine ("excessive migraine headaches"). Essure treatment was not changed. At the time of the report, the abdominal pain, discomfort, pelvic pain, back pain and migraine outcome was unknown. The reporter considered abdominal pain, back pain, discomfort, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Lot number: b53033. Manufacturing date: 2012-07. Expiration date:2016-07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 16-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.